Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain"), ovarian cyst ("reproductive system disorder or condition- ovarian cyst"), endometriosis ("endometriosis") and postoperative abscess ("postoperative abscess") in a 34-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included depression, pelvic adhesions, ovarian cystectomy, pelvic endometriosis excision and vaginal delivery. Concurrent conditions included obesity, graves' disease, hypothyroidism, gastrointestinal disorder, menopausal symptoms aggravated, menses irregular, light periods, nausea, vomiting, polymenorrhoea, anxiety, depression, delayed period, menometrorrhagia, bacterial infection, vaginal dryness, vaginal odor, vaginitis, dysuria, fever, abscess, complex ovarian cyst, yeast infection, vaginal itching, vaginal dryness, pelvic discomfort and haemorrhagic cyst. Concomitant products included alprazolam (xanax), escitalopram oxalate (lexapro), ibuprofen, levothyroxine, levothyroxine sodium (synthroid), metoclopramide (reglan), metronidazole (metrogel), montelukast sodium (singulair), salbutamol, salbutamol sulfate (ventolin hfa) and venlafaxine hydrochloride (effexor). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding(menorrhagia) very heavy, to the point being pale and lightheaded"), bacterial vaginosis ("recurrent bacterial vaginosis"), migraine ("migraines/headaches"), headache ("headaches/migraines"), dyspareunia ("dyspareunia(painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), abdominal pain lower ("I was experiencing severe cramps"), back pain ("back pain") and dizziness ("lightheaded") and was found to have weight increased ("weight gain"). On (B)(6) 2013, the patient experienced night sweats ("night sweats") and nausea ("nausea"), 5 years after insertion of essure. On (B)(6) 2015, the patient experienced ovarian cyst (seriousness criterion medically significant) and endometriosis (seriousness criterion medically significant). On an unknown date, the patient experienced postoperative abscess (seriousness criterion medically significant), hot flush ("hot flashes"), post procedural infection ("infection form surgery") and postoperative adhesion ("adhesion from surgery"). The patient was treated with levonorgestrel (mirena), phentermine and surgery (day surgery to drain abscess and drain, hysterectomy (full);salpingectomy (bilateral removal of fallopian tubes);oophoside removal of ovary), excision of endometriosis and left ovarian cystectomy, lysis of adhesion). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, ovarian cyst, endometriosis, postoperative abscess, night sweats, hot flush, vaginal haemorrhage, menorrhagia, bacterial vaginosis, migraine, headache, nausea, dyspareunia, vaginal discharge, fatigue, weight increased, abdominal pain lower, post procedural infection, dizziness and postoperative adhesion outcome was unknown and the back pain was resolving. The reporter considered abdominal pain lower, back pain, bacterial vaginosis, dizziness, dyspareunia, endometriosis, fatigue, headache, hot flush, menorrhagia, migraine, nausea, night sweats, ovarian cyst, pelvic pain, post procedural infection, postoperative abscess, postoperative adhesion, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: discrepancy noted as per previous follow up: removal date of essure: (B)(6) 2016 and insertion date of essure device as per previous follow up: (B)(6) 2009. Current weight as of (B)(6) 2019: 193.0 lbs. Approximate weight at the time of essure placement 215lbs lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.7 kg/sqm. Computerised tomogram pelvis - on (B)(6) 2015: impression: 1. Interval drainage of the dominant pelvic fluid abscess in the surgical bed. 3 small multilocular fluid collections are now present in the pelvis, involving the drainage catheter tract in the left lower quadrant, the left paracolic gutter, and just superior to the surgical bed. These are consistent with persistent small peritoneal abscesses, and measure as large as 3.4 cm in maximum dimension. 2. Peritoneal drainage catheter, as described.. Hysterosalpingogram - in (B)(6) 2009: total bilateral occlusion.. Ultrasound pelvis - on (B)(6) 2012: diagnosis: abdominal pain, right lower quadrant. Impression: the coils from her tubal are evident in the fallopian tubes and at the fundus of the uterus bilaterally. There is a small cyst present in the left ovary.; on (B)(6) 2012: impression: small, simple right ovarian cyst. Multiple small follicles bilaterally. Findings: cervix: nabothian cysts. There are cysts noted in the right ovary: simple 1.1 x 1.3 x 1.0cm.; on (B)(6) 2014: indication: menorrhagia. Essure coil noted on uterine right side.; on (B)(6) 2015: iud in place.; on (B)(6) 2015: overall impression: uterus is surgically absent. The right ovary has 2 small hemorrhagic cysts present within it. Concerning the injuries reported in this case, the following one/ones were confirmed in patient¿s medical record: hot flash, night sweats, menorrhagia, abdominal pain lower, ovarian cyst, vaginal haemorrhage, vaginal discharge. Most recent follow-up information incorporated above includes: on (B)(6) 2019: plaintiff fact sheet and medical record received. Event added: night sweats, hot flashes, abnormal bleeding (vaginal, menorrhagia), recurrent bacterial vaginosis, migraines, headaches, reproductive system disorder or condition- ovarian cyst, endometriosis, nausea, postoperative abscess, dyspareunia (painful sexual intercourse), vaginal discharge; fatigue, weight gain, I was experiencing severe cramps, back pain, infection from surgery. Event outcome was updated for the event: migraines. Concomitant drugs and conditions were added. Historical conditions and drugs were added. Lab data was added. Reporter information was added. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. In (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (to remove the essure ). Essure was removed in (B)(6) 2016. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.